Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per clinician the reportability has been downgraded to a malfunction.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixation of a hip fracture on (B)(6), 2014 using the dhs dcs dynamic hip and condylar screw system, the surgeon was impacting the helical blade and the blade pushed through the femoral head. The surgeon used a removal tool to back out the blade and put a new plate back into place using the same helical blade. A 10 minute surgical delay was reported, there was no patient harm and the procedure was successfully completed. It was noted that the physician did use the plate alignment key prior to insertion so all of the measurements were correct. It is also confirmed that there are no allegations or complaints against the plates, devices are not available for return. This is report 1 of 2 for (B)(4).